Manufacturer narrative:
(B)(4). Physio-control obtained the device from the customer and downloaded the electronic records for review.  Physio determined that the patient ECG recording from the patient event was no longer available in the device's memory due to device testing performed by the customer after the event.  As a result, the characteristics of the patient's ECG rhythm (for example; v-fib, v-tach, atrial fibrillation, etc.) During the reported event is unknown. Physio-control was able to review the device's internal "keylog" data from the event which indicated that the sync function had been enabled approximately 3.5 minutes after the device was powered on.  Then, 20 minutes later, the device was charged and the shock button was pressed and held for approximately 10 seconds.  The device operator then pressed the device's selector knob which disarmed the defibrillator charge.  Approximately 1.5 minutes after that, the device was charged again and the shock button was pressed and held for approximately 6 seconds.  The device operator then pressed the selector knob which disarmed the second defibrillator charge. Physio-control performed a clinical review of the complaint record; however there was insufficient information available to determine whether or not the device use contributed to the patient¿s outcome. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not deliver a shock when prompted during an event.  Medical personnel obtained a backup device and used it to continue patient care. The patient, a (B)(6) year-old male, did not survive the event.  No further information about the patient, or the event, was provided.

Manufacturer narrative:
Physio-control evaluated the device and was unable to determine any device issue.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.